Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed its general systems check. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem verified/duplicated during lab tests. The failure was localized to defective flash memory (B)(4).